Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck angulation was approximately 15-20 degrees. The proximal aortic neck was 23-33 mm in diameter and 15 mm in length. The right iliac artery was 14-15 mm in diameter and the left iliac artery was 13-12 mm in diameter. The physician implanted the bifurcated devices without issue. A resident was deploying the contralateral limb and after the stent graft was over half way deployed the resident accidentally pulled back on the delivery system, which cause the bifurcated stent graft to move distally approximately 5 mm. An angiogram revealed an unknown endoleak, which was assumed to be a proximal type I endoleak, so an endurant aortic cuff was implanted. However, the endoleak still persisted after the cuff placement. It was then realized that the endoleak was either a type IV or a type ii endoleak. The leak was a blush that was coming from the hip of the bifurcated stent graft. The patient was given 10,000cc of heparin. The physician decided to not treat the unknown endoleak. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: incorrect technique/procedure (procedural error during deployment not holding delivery system stationary during deployment). Evaluation, conclusion: operational context contributed to event (procedural error during deployment not holding delivery system stationary during deployment).